Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
Manufacturing site: manufacturing site could not be determined because the product lot number information was not available. Device investigation could not be performed because the device was not returned. Investigation of production records could not be performed because lot information was unavailable. Although lot history record review could not be performed, all the shipped products were inspected in the production process for meeting the product specifications and release criteria; therefore, it was concluded there was no indication of product deficiency. Analysis on the foreign material was performed by abbott vascular. The analysis found the foreign material contained ptfe. The reported guide wire is coated with ptfe on its shaft; therefore, it was suspicious that the foreign material could be peeled coating of the wire shaft and some coating fragment(s) could be left in the patient. As to causation of peeling of the coating, it was presumed that a sharp and hard edge of concomitant devices might have interfered with the guide wire so that the shaft surface was scraped. Since both foreign material and the guide wire were not returned to asahi intecc for evaluation, it was unable to identify whether the foreign material belonged to this reported guide wire or not. The instructions for use (IFU) states: [warnings] if resistance is felt between this guide wire and the other interventional devices while operating this guide wire in the blood vessel, avoid applying excessive force. When abnormal resistance is felt, remove the entire system from the patient's body and determine the cause. Otherwise, the guide wire may break or be damaged and may cause injury to the blood vessel or leave fragments inside the vessel; and, [malfunction and adverse effects] abrasion of the guide wire coating.

Event description:
It was reported that a stent delivery system that was delivered over an asahi guide wire failed to cross a severely calcified 90% stenosis in the mid right coronary artery. Attempts were made to cross the lesion by tapping the stent delivery system (multi-link 8, abbott vascular) when blood flew into the system; therefore, rupture of the balloon was suspected. The system was removed from the vessel when foreign material was found attached on it. The procedure was completed with successfully reestablished blood flow by poba.